Event description:
According to the literature, a retrospective study of 71 patients undergoing one anastomosis gastric bypass (oagb) as a revisional procedure following failed vertical banded gastroplasty (vbg) reported the use of an endo gia stapler cartridge to construct the anastomosis between the gastric pouch and the small bowel. Although the device completed the intended staple firing, postoperative complications were reported, including leakage requiring stent placement, abscess formation, and anastomotic stricture managed by balloon dilatation.

Manufacturer narrative:
D10 concomitant product: 030458 endo gia r/or 60 3.5mm (lot#: unknown) 030459 endo gia r/or 60 4.8mm (lot#: unknown) 030459 endo gia r/or 60 4.8mm (lot#: unknown) elghadban, h., shoma, a., abdallah, e., negm, a., abdullah, e., hamed, h., ghareeb, s., lotfy, a., and taki-eldin, a. Laparoscopic one anastomosis gastric bypass as a revisional procedure after failed vertical banded gastroplasty: our center experience. Journal of obesity, volume 2025, article ID 4161005, https://doi.org/10.1155/jobe/4161005; pages 1-8. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.